Manufacturer narrative:
Based on the information provided, no conclusion can be made. As reported, about 15 days post-implant of the bard mesh (bard flat mesh), the patient developed an abdominal mass, and underwent aspiration of bloody exudate and mesh explant. As reported, the patient has recovered. Review of manufacturing records confirms product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 1,041 units released for distribution in november, 2020.

Event description:
As reported, the patient underwent tension-free abdominal wall hernia repair under general anesthesia on (B)(6)2022, and the bard mesh (bard flat mesh) was implanted successfully during the operation. On the fifth day after the operation, the dressing was changed and the incision was dry and free of infection. As reported, about fifteen days post implant of the mesh, the patient developed an abdominal mass; a color doppler ultrasound revealed an inhomogeneous hypoechoic and blood stasis below the abdominal wall incision and a CT scan revealed subcutaneous opacity in the mid-abdomen. As reported, on (B)(6)2022, the patient underwent peritoneal effusion drainage. About 100 ml of bloody exudate was removed and mesh rejection was considered. As reported, the mesh was explanted during the second surgery, a drainage tube was placed and the incision was sutured. As reported, a second mesh was not placed. Postoperatively, the patient recovered well.